Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all strain relief and tubes of the pump and on the strain relief and exhaust tube of cylinder #1 and cylinder #2. No functional abnormalities are noted with the pump, cylinder #1, or cylinder #2. The information received indicated the device deflates on insertion, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5923747. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device deflates on insertion, partial deflation after 10 minutes or at beginning of intercourse.